Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and arrhythmia ('abnormal heart rhythms') in a (B)(6)year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was more difficult to insert into the fallopian tube". The patient's medical history included cardiac dysrhythmias. Previously administered products included for to prevent pregnancy: mirena; for an unreported indication: contraceptive. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6)2016, hydroxyprogesterone caproate (hydroxyprogesterone) since (B)(6) 2016, hydroxyzine from (B)(6) 2015 to (B)(6) 2015, morphine from (B)(6) 2016 to (B)(6) 2016, omeprazole from (B)(6) 2015 to (B)(6) 2016, oxycodone from (B)(6) 2017 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6)2016, topiramate (topamax) since 2015 and topiramate from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vertigo ("neurological conditions or problems type: vertigo"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric (problems condition: depression, anxiety)") and anxiety ("psychological or psychiatric (problems condition: depression, anxiety)"). On (B)(6) 2013, the patient experienced skin discolouration ("rashes or skin conditions (type: dyschromia)"). In 2014, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems (type: blurry)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and arrhythmia (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes) and cardiac ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, metrorrhagia, depression, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, weight increased, female sexual dysfunction, anxiety, skin discolouration, headache, arrhythmia, vertigo, uterine leiomyoma and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arrhythmia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, skin discolouration, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic chronic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), psych injury, fatigue ,gi conditions, hair loss ,dental problems, hormonal changes, migraine, nausea, weight gain., blurry vision, depression, anxiety, fibroids, abnormal heart rhythms and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hepatobiliary cyst - on (B)(6) 2012: 1. Normal gallbladder function. 2. Mild enterogastric reflux.. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Ultrasound abdomen - on (B)(6) 2012: stable exam. No acute abnormality. Ultrasound pelvis - on (B)(6) 2012: three small subserosal fibroids. 2 of the fibroids were seen on the prior study. These fibroids are stable. Unremarkable ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- case become incident, injury nos was replaced and new event pelvic chronic pain, dysmenorrhea, dyspareunia,abdominal pain , back pain, menorrhagia, metrorrhagia, psych injury, vaginal discharge, fatigue ,gi conditions, hair loss ,dental problems, hormonal changes, migraine, nausea and weight gain were added. Patient's demography was added. Fu 2, 3 and 4 processed together. On 20-sep-2019: pfs received- new event vaginal bleeding, apareunia, dyschromia, headaches, abnormal heart rhythms, fibroids, blurry vision were added. Concomitant drug was added. On 24-sep-2019: mr received- lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and arrhythmia ('abnormal heart rhythms') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right side was more difficult to insert into the fallopian tube". The patient's medical history included cardiac dysrhythmias. Previously administered products included for to prevent pregnancy: mirena; for an unreported indication: contraceptive. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2016, hydroxyprogesterone caproate (hydroxyprogestrone) since (B)(6) 2016, hydroxyzine (atarax) from (B)(6) 2015, morphine from (B)(6) 2016, omeprazole from (B)(6) 2015 to (B)(6) 2016, oxycodone from (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, topiramate (topamax) since 2015 and topiramate from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vertigo ("neurological conditions or problems type: vertigo"), 9 days after insertion of essure. On (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric (problems condition: depression, anxiety)") and anxiety ("psychological or psychiatric (problems condition: depression, anxiety)"). On (B)(6) 2013, the patient experienced skin discolouration ("rashes or skin conditions (type: dyschromia)"). In 2014, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems (type: blurry)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems") and arrhythmia (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes) and cardiac ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, metrorrhagia, depression, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, weight increased, female sexual dysfunction, anxiety, skin discolouration, headache, arrhythmia, vertigo, uterine leiomyoma and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arrhythmia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, skin discolouration, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic chronic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), psych injury, fatigue ,gi conditions, hair loss ,dental problems, hormonal changes, migraine, nausea, weight gain., blurry vision, depression, anxiety, fibroids, abnormal heart rhythms and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hepatobiliary cyst - on (B)(6) 2012: 1. Normal gallbladder function. 2. Mild enterogastric reflux.. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Ultrasound abdomen - on (B)(6) 2012: stable exam. No acute abnormality. Ultrasound pelvis - on (B)(6) 2012: three small subserosal fibroids. 2 of the fibroids were seen on the prior study. These fibroids are stable. Unremarkable ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: medical record received. Reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.